Event description:
It was reported by the patient that his seizures were changing. The patient was unsure if the seizures have improved since vns implantation. The patient stated that the magnet did not stop a seizure the previous week, but then he went on to have a large seizure that same day. The patient reported a possible increase in overall seizure count. Follow up with the physician's office revealed that the events had not been reported to the office. No additional relevant information has been received to date.